Event description:
According to the reporter, during laparotomy total gastrectomy with transverse colon resection, when the cutting trigger was pulled off after the sound of the sealing completion sounded, the sealing was insufficient and bleeding occurred. A new handpiece (2nd) was used but same conditions. Energy output and seal completion sound were confirmed. The jaw area was in clean condition and was cleaned every time it gets dirty. The problem did not occur with the third handpiece used.

Manufacturer narrative:
D10 concomitant product: lxmj23s, maryland xp inline sealer/divider 23cm (lot#40450227x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparotomy total gastrectomy with transverse colon resection, when the cutting trigger was pulled off after the sound of the sealing completion sounded, the sealing was insufficient and bleeding occurred. A new handpiece (2nd) was used but same conditions. Energy output and seal completion sound were confirmed. There was no re-grasp alarm/alert. The jaw area was in clean condition and was cleaned every time it gets dirty. The problem did not occur with the third handpiece used. Blood transfusion was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.